Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp/sleeve of the minicap transfer set was damaged. The white twist clamp kept turning and did not stop where it was supposed to. It kept twisting off onto the tubing. This occurred when the patient opened the transfer set to start peritoneal dialysis therapy. The transfer set had been in use for two months and was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.